Event description:
Related manufacturer reference number: 2017865-2022-43716. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed an increase in the right ventricular lead's defibrillation impedance. The physician suspected the implantable cardioverter defibrillator (ICD) may have contributed to the rise in defibrillation impedance. The ICD was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.